Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk)stage 2 in both eyes at post exam. The surgery center indicated the dlk may have been induced due to allergic reaction to antibiotics. The patient¿s chief complaint was of halos, glares, and shadows. The patient comments were of foreign body sensation and blurred vision especially more on the left eye than the right eye. Topical steroid dosage was increased; treated with pred forte and poly trim, pred grati were discontinued. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Pre-op bcva from (B)(6) 2019. Right eye pre-op 20/25 -2.75 x -1.00 x 5. Left eye pre-op 20/25 -2.50 x -.75 x 155.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.